Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long has the customer been using the product (experience using the product)? Three years. How was the patient treated? Skin closure after bilateral vats sympathectomy. Was another method use to close the incision? Before applying dermabond mini no; after adhesive failure suture 5-0 vicryl was used. Any medical or surgical interventions performed? Bilateral vats sympathectomy. Location and incision size of product application? Bilateral axillary incisions 0.5 cm long. Please describe application technique and how the device was used (what layer of tissue and how many layers applied)? Skin was patted with a dry, sterile gauze, wound maintained in a horizontal position, one layer of adhesive was applied. Was the second ampule applied over the first layer of dermanbond, or was the first layer removed first? First layer was removed before applying the content of the second ampule. What type of sutures and suture techniques were used intradermically? No sutures were used intradermally. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Was the product allowed to dry completely before placing dressings or something over the adhesive? / type of skin preparation used? Skin was cleaned with an ethanol based disinfectant; left to fully dry and patted with a dry gauze. Are any pictures available? No. What is the most current patient status? Wounds are healed, patient was released. Patient pre-existing medical conditions? None. What in the physicians opinion are the factors contributing to the event? Sudden change in product quality and consistency. Ampule is harder to crack than usual, the content doesn¿t look proper, it¿s pertaining to the walls of the ampule... Was there any product deficiency noted prior to, during or post operatively? Please see above. Can you inform if the 5-0 vicryl sutures were used during the same procedure or was the patient released then brought back to the operating room for the suture? --- the patient was released and then brought back to the clinic for suturing. Was the issue "wound edges tended to come apart" observed during the procedure or after the procedure? --- it was observed during the procedure.

Event description:
It was reported that the patient underwent bilateral thoracoscopic/vats sympathectomy procedure on (B)(6)2017 and the topical skin adhesive was used for bilateral axillary incisions. It was also reported that no sutures were used intradermally during the procedure . It was observed that the wound edges were tended to come apart. The patient was released and then brought back to the clinic for skin re-closure/suturing. Currently, the wounds are healed and the patient has been released.

Manufacturer narrative:
Additional information: the actual product was received for evaluation. During the visual evaluation of the applicator a crushed ampoule and remnant of dry formulation were noted inside the butyrate tubes, furthermore the initiated filters are completely purple in color due to contact with the formulation. It cannot be determined by a visual inspection that the adhesive wasn¿t able to close the wound properly. Also, chemical testing is not possible since the formulation had dried up. It is not possible to determine if the device was harder to crack than usual. There is no visual evidence to support that the complaint is attributable to the manufacturing process.